Manufacturer narrative:
Details of complaint: the customer reported that the multi-gas unit gave a "gas module error" message. They replaced the water trap and known good hoses, but the issue persisted. Not in patient use. Investigation summary: during evaluation, repair center technician confirmed the reported issue and observed "gas line blocked" and "gas device error" messages. The root cause of the complaint was failing pneumatic hardware, and nk technician replaced the pump during repair. A review of the device's complaint history reveals one complaint, ticket (B)(4), raised for not taking readings. However, this event was resolved through cleaning the device and can be considered uncorrelated. Nk will continue to trend and monitor. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor (bsm): model #: mu-651ra. Serial #: (B)(6). Device manufacturer data: 07/26/2011 (july 26, 2011). Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.

Event description:
The customer reported that the multi-gas unit gave a "gas module error" message. They replaced the water trap and known good hoses, but the issue persisted. Not in patient use.